Event description:
I had essure implantation in 2009, was hospitalized instantaneously because I was not advised that there was nickel in it. Have been suffering chronic pain, hair loss, migraines, pelvic pain, severe menstrual periods, back pain, depression among numerous other symptoms / issues for the past 10 years almost.